Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, while the telescope was advanced and during pullback, difficulty flushing was encountered, air ingress was noted which could not be removed from the catheter. The procedure was completed with another of the same device. No patient complications were reported.